Manufacturer narrative:
Two single-use devices were received for evaluation. Visual inspection revealed fluid inside the housing of both devices, indicating that a leak had occurred. A leak test was performed by filling the devices with water. After fill, a leak was observed coming out at the welded area of the device volume indicator located inside the housing of both devices. The reported condition was verified. The cause of the leak was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 15 </noe> malfunction events. It was reported that fifteen half day infusors leaked prior to patient use. Four devices leaked from the balloon, and eleven devices leaked from an unspecified location. There was no patient involvement. No additional information is available.